Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2013, in site #15 (type ii bone). Primary stability was achieved. Osseointegration was not achieved. The implant was removed on (B)(6) 2013. Medical history: pt a smoker.